Event description:
Customer called on (B)(6) 2011 reporting of a no foam reagent leak from a broken "y" fitting/tube and onto the floor from a unicel dxc 600 synchron system. Customer technical support recommended customer the use of proper personal protective equipment before troubleshooting and advised customer to treat the leak as a potential biohazard. No injury or exposure was also reported as a result of the leak. Cts recommended customer to review the no foam reagent's msds prior to cleaning up the spill and customer reported that the spill had been cleaned up prior to the call. Customer noted that reagent had also spilled into the hydropneumatic's compartment as well. No erroneous results were generated as a result of the event. Field service engineer (fse) followed up with the customer over the phone and customer mentioned that the issue had been resolved by disconnecting and reconnecting the no foam tubing and making sure that the other tubing were secured. Customer mentioned that they did not replace any parts nor find any that were broken. Customer stated that they believed the no foam tubing/fitting may had come loose after the no foam bottle was filled with no foam reagent. As of (B)(4) 2011, customer had not contacted beckman with requests for further assistance with this issue.

Manufacturer narrative:
Evaluation method: troubleshooting was performed by customer. Evaluation conclusion: issue was resolved by customer. Customer believed that the no foam tubing/fitting may had came loose after the no foam bottle was filled with reagent. (B)(4). Issue was resolved by customer.